Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod packing coil (podj coil) pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The embolization coil was intact with the pusher assembly, and dried blood was observed throughout the introducer sheath. The introducer sheath was kinked. Conclusions: evaluation of the returned device revealed that the introducer sheath was kinked. This type of damage typically occurs due to improper handling during use. If the device is manipulated forcefully at extreme angles, this type of damage may occur. The kinked introducer sheath likely contributed to the difficulty advancing the podj coil out of the sheath. The kink found on the pusher assembly was likely incidental and may have occurred during packaging for return. Podj coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coils). During the procedure, while the physician was attempting to advance a podj coil through a lantern delivery microcatheter (lantern), the podj coil would not advance out of its introducer sheath. Therefore, the podj coil was removed and the procedure continued with additional coils and the same lantern without further issues. There was no report of an adverse effect to the patient.